Event description:
A (B)(6) male patient contacted zoll customer support to report that the belt would not stay connected to the monitor.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (belt will not stay connected) has been confirmed. As received, the belt connector was detached from the case. Upon evaluation, the monitor did not recognize when a belt was attached. The root cause of the detached belt connector cannot be positively identified but is likely excessive force placed on the connector while dropping the monitor with the belt still attached. No adverse event resulted from the defective monitor belt connector. The patient received a replacement monitor.